Event description:
A report was received that the patient had developed an infection at the thoracic site. Symptoms include swelling and fever. The physician believed that the infection was procedure related. The patient was given antibiotics and the leads were removed. The patient is still undergoing treatment.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50e, serial #: (B)(4), description: trial linear st lead, 50cm the explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had developed an infection at the thoracic site. Symptoms include swelling and fever. The physician believed that the infection was procedure related. The patient was given antibiotics and the leads were removed. The patient is still undergoing treatment.

Manufacturer narrative:
Additional information was received that no further information can be obtained regarding the culture results.